Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft rupture occurred. A 3.00 x 12mm synergy ii drug-eluting stent was advanced for treatment. However, while crossing the coaxial part of the guide catheter, spontaneous shaft rupture was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft rupture occurred. A 3.00 x 12mm synergy ii drug-eluting stent was advanced for treatment. However, while crossing the coaxial part of the guide catheter, spontaneous shaft rupture was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported. It was further reported that the patient's status was very well.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 12 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a hypotube break 22.2 cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft rupture occurred. A 3.00 x 12mm synergy ii drug-eluting stent was advanced for treatment. However, while crossing the coaxial part of the guide catheter, spontaneous shaft rupture was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported. It was further reported that the patient's status was very well.